Manufacturer narrative:
Procode: prosthesis, hip, semi-constrained, metal/polymer, cemented. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, underwent a left total hip arthroplasty on (B)(6) 2020. The surgery was performed using defendants¿ novation crown. Specifically, as mentioned above, the issue in this matter is with the premature wear of the polyethylene, cross linked exactech novation gxl liners (hereinafter ¿the product¿), which led to the plaintiff's premature, debilitating osteolysis. The product was used for its intended purpose because plaintiff suffered from osteoarthritis of both hip joints. Plaintiff continues to experience severe pain and discomfort in both hips. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6. Investigation-based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. There is no device information provided. The cause of the patient pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements, this suggests joint maladies. These devices are used for treatment not diagnosis. H6. Health effect - impact code the device was not revised. H7. Unknown, no device catalog or serial numbers were provided.